Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d9, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-nov-2022 to 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had a drawer failure. It was resolved by sourcing moab from decommissioned machine. The device was working well after customers tested by inventory and loading medications. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer, preventing user from removing the venlafaxine 150mg. The customer stated that there was a delay of about 45 minutes for accessing a required critical medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer, preventing user from removing the venlafaxine 150mg. The customer stated that there was a delay of about 45 minutes for accessing a required critical medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to bad mother of all board. A field service engineer sourced the board from decommissioned machine to resolve the issue. The system functioned as intended.